Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant the lead body would turn however the helix would not extend, also noted was low impedance. The lead was not used and replaced successfully.